Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.

Manufacturer narrative:
Follow-up report #1: additional information - 09/12/2018. Device evaluation of monitor sn (B)(4) was completed. The investigation identified contamination on the j1000 pca connector that increased the resistance of the connector pins, causing the service code 102. Root cause investigation of similar failures identified the contamination to be flux residue. The root cause of the flux contamination is unknown at this time. Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102 (charge profile fault). A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.